Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that post implant an adjustable band procedure band slippage was observed in patient (B) (6) enrolled in the (B) (4) registry. A band migration was noted at the 18 months follow-up visit with hospitalization. No more information has been provided despite letter to the surgeon. Additional follow is being conducted. If additional details become available, a 3500a supplemental will be sent.